Event description:
According to the rptr: when the stapler was fired, tissue was not cut and the instrument was lodged in the colon. The condition of the anastomosis is unk. The staples were properly formed. There was no damage to pt tissue or additional blood loss. The procedure did not result in opening of the pt's cavity. Operative time was extended due to the surgeon spending hours in suture.

Manufacturer narrative:
(B)(4)